Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of claudication is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted. Note: the reporting of this event under MDR reporting requirements was delayed due to the (B)(6) production account registration process. This is the first opportunity to file this MDR following access to the (B)(6) production account.

Event description:
The patient was treated as part of the mimics-2 investigational device exemption (ide) study on (B)(6) 2016 in (B)(6). At the index procedure ((B)(6) 2016) the patient presented with a de-novo occlusion located in the proximal to middle third of the right superficial femoral artery (sfa). The target lesion presented with a 4.0 mm reference vessel diameter (proximal and distal), 90 mm in length, 100% stenosed, and with grade 3 calcification. Pre-dilatation was performed using a 3.0 x 100 mm percutaneous transluminal angioplasty (pta) balloon. A 5.0 x 100 mm biomimics 3d stent was implanted. Post-dilatation was performed using a 4.0 x 40mm pta balloon. On (B)(6) 2018 the patient presented with restenosis of the treated segment (target lesion related) and on (B)(6) 2018 percutaneous intervention was performed (cutting balloon). The event was reported as resolved on (B)(6) 2018 and the device remains implanted.